Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00484783. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, off label use code was added to the right side as per clinician assessment. On (B)(6) 2019, device evaluation was completed using the photo received on 2/14/2019. Photo evaluation summary: upon visual inspection of the pictures, was observed to be ruptured. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. All mentor product is 100% inspected prior to release. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00484783. It was reported that a patient underwent primary breast reconstruction surgery with 800cc mentor gel implant. Now this patient was undergoing reconstructive surgery for the right side since it was a "superior mal-position implant", the patient also had capsular contracture, no baker grade noted, when the physician saw the right implant was ruptured. He removed the left side and inserted into the right side cavity and used a new implant (serial number: (B)(4)) for the left side. This report is for the patient¿s right-sided device.